Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in france (returned to the rrc on 2022/12/20). The evaluation at the rrc confirmed that parts of the ceramic insulation at the distal end of the resection sheath are broken off. The cause of this damage is most likely thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. The evaluation also found worn/damaged sealing rings, which was also attributed to wear and tear/use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The resection sheath was returned to an olympus service center in france for repair with a damaged ceramic insulation at the distal end. There is no indication that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.